Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported issue with eye tracker. Per reporter "during the treatment I was uncertain if the eye tracker was properly centered". Additional information from reporter indicated there is currently no impact to the patient, but further testing is required. Additional information has been requested. This report references the left eye. An additional report will be filed for the right eye.